Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation, it was determined that the monitor reset at the distributor. The reset was confirmed in the flag files, but was unable to be duplicated during troubleshooting at zoll manufacturing corporation. The cause of the reset was due to an intermittently defective u104 pxa processor on the c/a board. The root cause for the defective u104 pxa processor was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was resetting.